Event description:
The customer reported that while the second iabp was in use on a pt, an alarm "unable to calibrate iab optical sensor" was displayed. This iabp was replaced after unsuccessful trouble shooting of the first iabp, which displayed same alarm. Refer to MDR 2249723-2014-01194 (internal) complaint # p-12-00383) for the first iabp. For this iabp, the mode was shifted from automatic to the semi-automatic mode with ECG and the pressure was monitored by another way. The customer completed the iab therapy without problem. No pt injury was reported.

Manufacturer narrative:
The company representative disconnected the optical sensor cable connector, cleaned and reconnected it. However, the calibration of the optical sensor was not achieved and the alarm "unable to calibrate iab optical sensor" persisted. The iabp was evaluated and the event was not duplicated. (B)(4).